Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency department with a report of a shock from their cardiac resynchronization therapy defibrillator (crt-d). Initial review indicated that one or more shocks could be inappropriate. Follow-up was attempted with the patient's clinic but this was unsuccessful. No changes were indicated and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.